Event description:
It was reported that the pt's stimulation stopped working. It was checked and the battery was depleted. The pt's device was replaced. There was concern that the battery depleted too quickly. The pt's prior device lasted for five years; this device lasted one year. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late, due to a delay by a MFR employee. A process improvement plan and training are in place.